Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the right coronary artery (rca). After deploying two stents in the mid and ostial rca, a 3.0 x 38 synergy¿ drug eluting stent was advanced to the distal posterior descending artery (pda) but became stuck inside a 8f guide extension catheter. Upon attempting to remove the device from the guide extension catheter, it was noted that stent had dislodged. Subsequently, re-wiring was done but was unsuccessful. So a new stent was advanced and crushed the dislodged stent against the vessel wall. The procedure was completed with a different device. No patient complications were reported and the patient did well.